Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display and that they were not able to see part of the screen. The customer¿s blood glucose was unknown at the time of incident. The customer was advised to stop using the insulin pump and revert to back up plan as per health care professional until replacement was received. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Missing segments on lcd display window noted due to cracked zebra connector noted. Device passed displacement test.